Event description:
Info received that the head section of bed would not raise. No injury reported.

Manufacturer narrative:
Tech located the bed in room (B)(6). Found head section of bed would not raise due to bad head up hydraulic valve solenoid. Replaced the valve solenoid to resolve this issue.